Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the device has released chromium and cobalt ions into patients body, caused pain, and injured plaintiff. **update** (B)(6) 2012 - medical records were received. The revision operative report indicates that the patient was revised to address pain with mild metallosis.